Event description:
An icm125v4 12.5mm implantable collamer lens was implanted in 2005. The lens was explanted in 2006 due to excessive vaulting. Subsequently the patient experienced narrowing of the angle and shallowing of the anterior chamber. The lens was exchanged using a shorter lens.